Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility has reported that the c-flex aspheric 970c iol tore during implantation and removal from the eye. No causality assessment has been received from the healthcare facility or the device user. Our review of production records for the c-flex aspheric 970c iol batch 123e54333 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol december 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 123e54333. The c-flex aspheric 970c iol has not been retained and no devices from this batch remain in stock for sampling. Without the ability to examine the device and without clear event details being provided it is not possible for us to establish the root cause of the lens tearing during implantation.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during implantation of a c-flex aspheric 970c iol. The healthcare facility reports that the lens tore and had to be removed from the eye.